Manufacturer narrative:
The customer requested a review of the event logs due to a pca shift totals discrepancy. ¿ the pcu event log shows pca module (B)(4) was programmed to infuse a pca dose only infusion of (drugid 210) at 5:35 pm on (B)(6) 2020 and ran until 7:48 am on (B)(6) 2020 when the device was channeled off. ¿ there was a total of 17 pca dose requests delivered for a total of 17ml during this period. Also, during this period, the pca patient history was cleared twice, the first at 7:38 pm on (B)(6) 2020 (after 1 dose delivered) and then at 7:22 am on (B)(6) 2020 (after the remaining 16 doses were delivered). ¿ each pca dose request delivered 1ml at 150l/hr. Of the 17 doses, (B)(4) were delivered on 28 july 2020 and 1 dose delivered on (B)(6) 2020. ¿ the device was not returned for investigation. Root cause analysis: n/a, a product malfunction was not alleged, and the customer only requested a log review due to a pca shift totals discrepancy. Device history review: review of the pcu (B)(6) service history record showed the device had a manufacture date of 24 july 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 13 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pca module (B)(6) service history record showed the device had a manufacture date of 14 october 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 13 august 2020 and indicated that this device was returned for service 1 time in january of 2018 for a broken syringe gripper holder and had the front/rear case, both claws, both handles, both doors, tube drive, flange gripper assembly, barrel clamp and both iui¿s and the device was calibrated. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that hydromorphone 0.2mg/ml concentration was set up to infuse through patient controlled analgesia (pca) module and was programmed using guardrails drug library with infusion mode pca dose only. The pca was started on 28 july 2020 at 1735. However, shift totals discrepancy was noted between the evening and morning shifts. The evening shift documented a total dose of 45.5mg at 1943 on 28 july 2020. At morning shift hand-off, 0729 on 29 july 2020, a total dose of 29.8mg and 3 doses were delivered. The log shows 16 doses were delivered from 1943 to 0030, which was the last dose. The morning patient history was observed by three rns. The event occurred in critical care. There was no patient impact. It was then reported by the customer that the issue is not about the delivery performance of the pca module. Received a copy of the customer's sus voluntary event report from FDA which states, ¿patient with lumbar fusion pca dilaudid initiated at 1723, hand off at 1937 with remaining dilaudid of 45 5ml hand off in the morning the amount remaining was 29 8ml with 3 delivered at 0 6mg discrepancy noted from the 45 5ml to 29 8ml free flow suspected pump stopped patient asleep but arousable no harm after investigation determined not to be a free flow event, all dilaudid accounted for concern history review not showing accurate data FDA safety report ID # (B)(4)."

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, no patient information will be provided per hospital policy.

Event description:
It was reported that hydromorphone 0.2mg/ml concentration was set up to infuse through patient controlled analgesia (pca) module and was programmed using guardrails drug library with infusion mode pca dose only. The pca was started on (B)(6) 2020 at 1735. However, shift totals discrepancy was noted between the evening and morning shifts. The evening shift documented a total dose of 45.5mg at 1943 on (B)(6) 2020. At morning shift hand-off, 0729 on (B)(6) 2020, a total dose of 29.8mg and 3 doses were delivered. The log shows 16 doses were delivered from 1943 to 0030, which was the last dose. The morning patient history was observed by three rns. The event occurred in critical care. There was no patient impact. It was then reported by the customer that the issue is not about the delivery performance of the pca module. Received a copy of the customer's sus voluntary event report from FDA which states, ¿patient with lumbar fusion pca dilaudid initiated at 1723, hand off at 1937 with remaining dilaudid of 45 5ml hand off in the morning the amount remaining was 29 8ml with 3 delivered at 0 6mg discrepancy noted from the 45 5ml to 29 8ml free flow suspected pump stopped patient asleep but arousable no harm after investigation determined not to be a free flow event, all dilaudid accounted for concern history review not showing accurate data FDA safety report ID # (B)(4)."